Manufacturer narrative:
A single unused 3067 20 x 1 was returned for evaluation. The customer's reported problem was "dull on insertion, drag on threading, drag on needle insertion". Examination via microscopy failed to produce any evidence of hooks, burrs, slivers, or point damage to the cannula. Based on the above examination, this complaint is not confirmed as a manufacturing defect. Additionally, to assess the possibility of difficulty to advance and threading, the returned sample was inserted into a vein pad and was manually advanced. The sample advanced smoothly, clicked, and locked as designed with no difficulty in advancing or threading further confirming no manufacturing related issues found. The manufacturing and quality inspection processes were reviewed and considered adequate and correct. Device history review could not be conducted since the lot number is unknown.

Manufacturer narrative:
Customer indicated that the device could be from any of the following product codes: 3063, 3060 (lot 3566474), 3065 (lot 3564845), 3067, 3066, 3048 (lot 3449060).

Event description:
Information was received indicating that this peripheral intravenous catheter was dull and that it dragged on insertion and threading. No adverse patient effects were reported.